Event description:
Customer reported that erroneous accutni (troponin I) results within the risk stratification range were generated by the unicel dxi 800 access immunoassay system. The system was calibrated and quality controls were within specification prior to the event. The results were reported out of the laboratory. The samples were retested and the results obtained were within the normal reference range. There was no change to the patients' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer visited the facility and examined the system. The fse found gel adherent to the main sample probe and a review of the customer sample tubes shows inconsistency in filling of sample tubes. Incorrect sample volumes in sample collection tubes can result in the sample probe being lowered down into the gel which can attribute to the erratic results the customer experienced. Technical bulletin dated (B)(6) 2006 titled "the role of preanalytical factors in immunoassays" p/n (B)(4), named inadequate blood draw volume as one of the major factors of pre-analytical error that compromises sample quality. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.